Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer manually removed insulin from the original cartridge and loaded the insulin onto the new cartridge. Tandem technical support advised the customer that this is off labeling. A cartridge change was performed resolving the issue. Additionally, the pump battery was observed to be depleting rapidly. Customer's blood glucose ranged from 180-210 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.